Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2014 with the following findings: there was moisture evident behind the display lens. Due to internal moisture, the pump powered on with a blank display, but did have audio and vibration. The battery cap was able to fully tighten to the pump and the battery compartment was intact. A power loss was not duplicated. Unrelated to the original complaint, the audio bolus button had a tear, but was unable to be tested due to a blank display. There was evidence of moisture contamination under the button contact when the cover was removed. A pump download was unable to be completed due to the blank display and internal moisture damage. There was evidence of moisture contamination throughout the inside of the pump when the pump case was removed.